Event description:
Pt developed MDR pseudomonas following bronchoscopy. It was identified the next pt who used the same bronchoscope after appropriate spd cleaning also developed MDR pseudomonas following their bronchoscopy. Infection control investigation completed. First pt was already positive for pseudomonas; 2 confirmed cases after using same bronchoscope. Scope removed from service and cultured positive for MDR pseudomonas. Sent to MFR who exchanged/replaced a few worn internal components, but per steris, they do not think these components could house an organism. Ic witnessed cleaning/sterilization (medivator) process and also processed different scopes in same manner. Second culture after sent out to vendor: positive; cleaned/sterilized continued to produce positive MDR pseudomonas. Concluded since no similarities revealed in pts re: procedure room, provider, staff, etc that product is defective - removed from service. FDA safety report ID# (B)(4).